Manufacturer narrative:
The reported events were low pacing impedance and extra cardiac stimulation. A complete lead was returned in three pieces. The reported event of low pacing impedance was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. Unable to perform lead impedance test due to the condition of the lead as received. No lead anomalies were found except for procedural damage.

Event description:
New information received notes that the patient presented to clinic for a follow up. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s left ventricular lead exhibited low pacing impedance and experiencing phrenic nerve stimulation. The lv lead was explanted and replaced. The patient condition was not known.